Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2015. Superior vena cava (svc) defibrillation impedance appeared on (B)(6) 2015 as 254 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device emitted an alert due to detection of high superior vena cava (svc) impedance. The lead implanted is a single coil lead. The device remains in use. No patient complications have been reported as a result of this event.